Manufacturer narrative:
The insulin pump was received with operating currents within spec and passed self test, unexpected restart error test, basic occlusion test and displacement test. No unexpected battery out limit alarms were noted. Analysis was unable to prime the insulin pump during prime test due to faulty force sensor resistor. Analysis was unable to perform occlusion test and excessive no delivery test due to prime anomaly. The insulin pump was received with partially broken reservoir tube lip,cracked case at the display window corners, display window and minor scratched display window and case.

Event description:
Customer reported via phone call, they were having issues with the insulin pump and they are unable to use it. Customer's blood glucose was 150 mg/dl. The insulin pump goes into suspend and it begins to beep. Customer was advised to check there alarm history and they had a low battery out limit. Customer stated they were uncomfortable with the device as their were no other alarms and it alerted previously. Troubleshooting was performed as the alarm was clearing at the time of the call. Customer was able to clear the alarm at the time of call. Customer did state the batteries were out of the device greater than the duration allowed by the insulin pump. Customer was advised it was normal behavior on the insulin pump. Customer is returning the insulin pump for analysis.